Event description:
It was reported that the patient had their system explanted due to ineffective therapy.

Manufacturer narrative:
Date of event is etsimated.

Manufacturer narrative:
The reported issue was not confirmed. This issue cannot be confirmed with product testing alone. The lead was returned in good condition. It passed continuity, resistance and isolation testing on all channels. No physical or functional anomaly was observed that would contribute to the issue. The lead functioned as intended. The root cause of the issue could not be determined.